Event description:
Our rep is reporting that, during a shoulder procedure, a portion of the distal end of a "tissue liberator" broke off into the pt's joint space. The fragment was retrieved and the case was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
The complaint device has not yet been rec'd. When mitek gains possession of the complaint device it will be subjected to a root cause failure analysis. The results of the evaluation will be posted in a follow up report.